Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two videos showing a peel-away catheter and dilator. Visual analysis revealed that the catheter body appears slightly defective; however , this cannot be officially confirmed without the sample to evaluate. The catheter is not included in the image. A probable cause of the peel-away body damage cannot be determined from the supplied videos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip". The IFU also states, "advance peel-away sheath over dilator into vessel, again grasping near skin and using slight twisting motion." The report that the peel-away body was damaged was confirmed through examination of the customer supplied videos. The videos show that the peel-away catheter appeared to be defective towards the distal tip; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the defective peel-away catheter could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "patient with order to change catheter, attempts to pass the PICC into a puncture and damages dilator, opens white part of it." No patient injury or complication reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "patient with order to change catheter, attempts to pass the PICC into a puncture and damages dilator, opens white part of it." No patient injury or complication reported.